Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found before use with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review for batch 7212743 (p/n 309657): manufacturing dates: 08/23/2017 ¿ 08/24/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212743 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one un-sealed 3ml packaged syringe was received by bd canaan and confirmed to be from batch #7212743 (p/n 309657). The sample was visually evaluated. The syringe was found to have two pieces of light brown embedded foreign matter in the barrel wall, one of which was larger than level 3 in size ¿ a rejectable condition at bd (B)(4). The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic. Conclusion: based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. An absolute root cause for this incident cannot be determined.